Event description:
Champion af study. It was reported that a device failure to seal occurred. On (B)(6) 2022, a left atrial appendage (laa) closure procedure was performed using a 31mm watchman flx laa closure device with delivery system (wds). Post implant transesophageal echocardiogram (tee) showed a complete laa seal, a deployed device diameter or 27.0mm, and a left to right residual atrial septal shunt measuring greater than 3 mm. One day post index procedure, the patient was discharged on aspirin (81 mg every alternative day) and apixaban (10 mg per day). On (B)(6) 2022, during a routine follow-up examination, transesophageal echocardiogram (tee) revealed a complete laa seal, an estimated left ventricular ejection fraction of 55.0 percent, and a left to right residual atrial septal shunt measuring less than or equal to 3 mm. Computed tomography (CT) performed on (B)(6) 2023 revealed a peri device leak. No patient complications were reported.

Manufacturer narrative:
B5 describe event or problem updated h6 impact codes updated.

Event description:
Champion af study it was reported that a device failure to seal occurred. On (B)(6) 2022, a left atrial appendage (laa) closure procedure was performed using a 31mm watchman flx laa closure device with delivery system (wds). Post implant transesophageal echocardiogram (tee) showed a complete laa seal, a deployed device diameter or 27.0mm, and a left to right residual atrial septal shunt measuring greater than 3 mm. One day post index procedure, the patient was discharged on aspirin (81 mg every alternative day) and apixaban (10 mg per day). On (B)(6) 2022, during a routine follow-up examination, transesophageal echocardiogram (tee) revealed a complete laa seal, an estimated left ventricular ejection fraction of 55.0 percent, and a left to right residual atrial septal shunt measuring less than or equal to 3 mm. Computed tomography (CT) performed on (B)(6) 2023 revealed a peri device leak. No patient complications were reported. It was further reported following the discovery of the peri device leak, the anticoagulant medication regime was alternated between apixaban and heparin.